Event description:
Endoscopic procedure using icc 200 endocut argon capable electrosurgical system. Intraprocedure, not arcing properly. Argon gas permeated to abdominal and chest cavity causing acute pain. Pt hospitalized for acute pain.